Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. Unable to determine the cause of the customer's reported pumping segment ballooned because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
Customer reported that a pumping segment ballooned during use on the 4 tower unit. This happened about 2 months ago. Tpn was infusing. Customer states that no IV pushes or flushes were given through the line. There was no patient harm or medical intervention. Although requested, no further patient or event information was provided.